Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned where service was able to confirm the malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the repair department confirmed that the ignitor is worn out. It is likely that the phenomenon occurred because the lamp did not light up properly due to ignitor failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that error code e103 (lamp replacement error) occurred on the subject device during preparation for use for an unknown procedure. There was no harm or user injury reported due to the event.